Event description:
It was reported that the patient had experienced less than 50% therapy relief. A revision was performed on 2013 (B)(6) as it was discovered that the sutureless connector was disconnected from the catheter. This portion of the catheter was removed and replaced during the revision. It was noted that the issue was resolved. Patient status at the time of the report was alive with no injury. The medication delivered by the device system was not provided. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
It was later reported that the patient was doing better now that her catheter was working. The patient¿s pump was to be increased gradually until the patient was controlled. The device system delivered dilaudid.